Event description:
Related manufacturer reference number: 2017865-2024-00469. It was reported that the patient presented for a procedure. It was noted that the pacemaker and the right ventricular (rv) lead exhibited high capture threshold. The helix of the rv lead failed to extend as well. The pacemaker and the rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Reported event of inadequate capture was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including output verification, capture test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.